Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the procedure, while preforming the established final arm angle (efaa) testing, arm positioner was turned to the neutral position and the clip opened to about 15 degrees. After a half turn to the open direction, the clip opened to about 20-25 degrees when lock lever was in the locked position. Troubleshooting was performed. Clip was closed and efaa was repeated and clip opened. Efaa was repeated by closing the clip, locking and unlocking it, again clip was opened. Clip delivery system (cds) was removed from the patient and replaced it with new device, continued the procedure and implanted the clip successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip open during efaa and air in the device were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and air in the device. There is no indication of a product issue with respect to manufacture, design, or labeling.